Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 7 (ethanol) was removed from the instrument at 09:33 am on (B)(6) 2018 for sufficient time to complete manual replacement of the reagent. At 09:36 am on (B)(6) 2018, the properties of the corresponding reagent station were reset; and a user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 7 (ethanol). These actions occurred prior to commencement of the "amh 8hr" protocol comprising 23 cassettes, which was started in retort a at 16:40 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported by the complainant. However, information provided by a member of the laboratory staff to the fss during the site visit conducted in association with this complaint indicated that bottle 7 had inadvertently been filled with 90% ethanol in error. This assertion was confirmed by the variance between the ethanol concentration of 87% measured by the fss during the site visit using a hydrometer and that calculated by the instrument software of 100%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 7 (ethanol) was used in the final dehydration steps of the "amh 8hr" protocol started in retort a at 16:40 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported by the complainant; and the "amh 2hr bx" protocol comprising 16 cassettes started in retort b at 12:25 pm on (B)(6) 2018, from which the quality of tissue processing would also have been adversely impacted, although this was not reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of both the "amh 8hr" protocol started in retort a at 16:40 pm on (B)(6) 2018 and the "amh 2hr bx" protocol started in retort b at 12:25 pm on (B)(6) 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 09:33 am and 09:36 am on (B)(6) 2018, when a user failed to correctly complete manual replacement of the reagent in bottle 7 (ethanol).

Event description:
On (B)(6) 2018, leica biosystems received a complaint that tissue samples processed using peloris tissue processor serial (B)(4) appeared "dry freeze and hard". On (B)(6) 2018, a leica application specialist - core histology (fss) visited the laboratory in order to obtain details of the circumstances involved in this event and to provide applications support. The fss gathered further information from the complainant that the sub-optimal tissue processing reported was derived from an eight (8) hour protocol comprising 23 cassettes containing a number of tissue types started in retort b at 16:40 pm on (B)(6) 2018; reviewed the instrument logs; and measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was found to be acceptable, with the exception of bottle 7 in which the measured concentration was 87% and the calculated concentration was 100%. The fss also noted that the reagent in bottle 7 (ethanol) had been used for the final dehydration step in the protocol from which sub-optimal tissue processing was reported. The fss documented that during discussion with the laboratory supervisor regarding the discrepancy between the measured and calculated ethanol concentration in bottle 7, "a staff member admitted that she inadvertently used a 90% and reset the ethanol using the default concentration." On (B)(6) 2018, the fss documented that all cases from which tissue samples exhibited sub-optimal processing were diagnosable.